Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided, as the lot numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported during an unknown procedure that "the device was pulling off during the operation." There is no report of possible patient injury or if there was a surgical delay associated with the event. It was reported that the event required medical/surgical measures, but did not report on what those measures were or the patient outcome as the result of those measures.